Manufacturer narrative:
An immucor technical employee at the customer site sent the instrument test batches for investigation to immucor technical support on (B)(6) 2016. Review of the test well images in question showed them to be visually negative. The immucor laboratory was testing retention product.

Event description:
On (B)(6) 2016, an immucor employee visiting a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.